Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer had a mirrored image when using the 30-degree endoscope (sn (B)(6)). The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed error logs and found no error. The procedure was completed with no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the endoscope and endoscope¿s adapter/base were still engaged with no damage observed. The site shut down the system, uninstalled the endoscope and turned it on again, which resolved the issue. The procedure was completed with the same endoscope.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) recommended to remove the endoscope from the universal surgical manipulator (usm), reseat it and power cycle the system in order to resolve the reported problem. When the customer reseated the endoscope and performed the system power cycle, the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Isi will not receive the endoscope for evaluation per the customer response in follow-up questions. The probable root cause may be attributed to improper customer setup. Based on tse notes, the system issue was due to an improperly seated endoscope.